Manufacturer narrative:
The device was not received for evaluation. Without the benefit of analyzing the device quality cannot confirm any observations or comment on the condition of the product. If the device become available, or additional information is received, the complaint will be re-evaluated according to procedures. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot. No patient injury was reported.

Event description:
Additional clarification received indicated the revision surgery occurred due to a tubing issue with the reservoir; there was a leak from where the connectors were. A 125cc reservoir was prepped as a replacement, but the physician decided on a 75cc instead so the 125cc reservoir was not used.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, malfunction of the reservoir. The reservoir was replaced.